Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that high impedance was observed on the patient's vns device when she went in for a prophylactic vns generator replacement. The vns generator replacement was not completed due to the observed high impedance. The patient was referred for a possible full revision. No known surgical interventions have been performed to date.

Event description:
It was reported the device will not be returned per hospital procedure.

Manufacturer narrative:
Adverse event or product problem; corrected data: this information was inadvertently left off of the initial MFR. Report.

Event description:
It was reported the patient underwent a full revision surgery on (B)(6) 2015. It was noted the surgeon nicked the patient's jugular on two separate occasions and each time sutures were used to repair the tear. The old lead coils were able to be removed and a new lead was put into place. The generator was then connected to the lead and diagnostics were performed, twice, with good readings. No additional relevant information has been received to date.

Event description:
It was reported the vns generator was programmed off on (B)(6) 2015, the date the high impedance was initially found.